Manufacturer narrative:
The returned product exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces were returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the DHR for deviations and/or anomalies identified the following related anomalies/deviations, 20 pieces affected at job step 3000 (etch)( etch defect), which could be related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom part of the instrument broke while being removed from the patient during the final trial. No parts were left in the patient. The surgery was completed with a second device. The surgical technique was utilized. There was no surgical delay. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.